Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tka. Mics handpiece grey handle fell off move the handle.

Event description:
Tka. Mics handpiece grey handle fell off move the handle.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the mics handpiece grey handle fell off move the handle. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k09qa and all 25 devices were accepted into final stock on 6/8/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k09qa shows 05 additional complaints related to the failure in this investigation. The related complaints are (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931. Product was not available for evaluation.